Event description:
It was reported that when using the bd pyxis¿ medbank tower, patient was not showing, once or twice a week this issue has been happen. No match was found when searching for patient to issue items, patient showed after failing attempt to add patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing. A technical support specialist guided the customer through the medbank myqlink (mql) settings and confirmed that the auto deactivate patient option was enabled, with the cubex application configured to deactivate patients after 30 days of inactivity. The explanation clarified that inactive patients do not appear at the cabinet, and the customer chose to keep both the auto-deactivation setting and the 30-day timeframe. The tss advised the customer to check the activation status of existing patients when adding new ones, as patients may become inactive once the 30-day period is reached. The customer acknowledged the information, agreed to monitor patient status, and approved closing the case. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.